Event description:
The facility representative reported a fail code 16. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary: the reported condition of fail code 16:310 was confirmed but could not be duplicated. No action was taken. Typically, this failure is associated with depleted batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue.